Event description:
It was reported that the patient¿s health care provider (hcp) retired a ¿couple of years ago¿ and didn¿t have anyone to take over and as a result the pump went empty and the patient had the pump shut off. The patient did find another hcp who put pain pumps in had ¿had another installed¿. The type of medication being delivered via the device system at the time of the event was not provided; however, hydromorphone was listed as an old medication. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# j11032r51, product type: catheter. (B)(4).